Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages. A us distributor contacted zoll to report that a patient reported irritated skin on her back and under her breasts. Patient's back was reported to be sore with red scabs and puss. Additionally the patient reported bright red open areas with scabs under the left breast. A sore under the left breast was draining. The skin was reported as itchy due to a gel leak. Patient was recommended to use lotion by a physician. The patient was using hydrocortisone cream. Field support services and patient reported that the skin irritation is improving.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported irritated skin on her back and under her breasts. Patient's back was reported to be sore with red scabs and puss. Additionally the patient reported bright red open areas with scabs under the left breast. A sore under the left breast was draining. The skin was reported as itchy due to a gel leak. Patient was recommended to use lotion by a physician. The patient was using hydrocortisone cream. Field support services and patient reported that the skin irritation is improving.